Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Date of birth - 1952. Date implanted - (B)(6) 2003.

Event description:
Patient was revised approximately 13 years post-implantation due to experiencing pain, a limp, and pain during ambulation.